Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two minicaps were dry. The sponges appeared lighter in color and seemed to have less iodine than usual. This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.